Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Customer reloaded a new cartridge to address the issue. Customer's blood glucose read "high" on the pump. Reportedly, a correction bolus via the pump was given to address the elevated blood glucose level.